Manufacturer narrative:
Other, other text: the returned rad-g was evaluated. Shorting inside of the on/off button was creating an electrical short across the button which resulted in the device's power button being activated even when not physically pressed. Masimo initiated a recall for this issue and notified us FDA on 02/15/2024. The recall number is z-1538-2024.

Event description:
The customer reported the rad-gs "turn off on its own." There was no patient impact or consequence reported.